Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a motor processor communication error, and the user restarted the device multiple times without resolution. The device was replaced, and the user was instructed to revert to backup therapy, after which the original device was reportedly dropped at a carrier location but was not recovered in transit. Symptoms included no reported changes in blood glucose at the time of the alert. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without hospitalization. Investigation included a technical review of the reported alert, assessment of device performance history as available, and attempts to retrieve the device for analysis. Investigation of this case revealed a suspected delivery motor communication malfunction consistent with the reported alert; the original device was not available for physical evaluation due to loss in transit, and no additional contributing factors were identified. It was concluded, based on previously established findings for similar reports, that the cause was a probable device malfunction related to motor communication, with root cause undetermined without device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.